Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer purchased a new gde (gas delivery engine) for the ventilator and reported that the issues were resolved after replacing gde and calibration of transducers. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 (fraction of inspired oxygen) inaccuracy. As of this time, there is no information about patient involvement associated with this reported event.